Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the the language was changed to portugese and they could not understand that alarm that was coming up. The customer also reported an unexplained re-intialization after inserting the sensor. Troubleshooting occurred, and it was determined that the alarm the customer received was a meter bg now alarm. Customer's blood glucose level at the time 206mg/dl. No additional information was provided.